Event description:
Suspected transmission of infectious agent [suspected transmission of an infectious agent via a medicinal product], 2x knee irrigation/underwent puncture pathological [arthrocentesis], knee with pain [injection site joint pain] ([device ineffective]), very swollen and thick knee [injection site joint swelling], hot knee [injection site joint warmth]. Case narrative: initial information received on 12-jul-2024, regarding an unsolicited valid non-serious case from a patient, the case became serious on (B)(6) 2024 this case involves an 46-year-old female patient who had knee with pain, swollen, thick and hot knee and underwent 2x knee irrigation/underwent puncture pathological and had suspected transmission of infectious agent while being treated with hylan g-f 20, sodium hyaluronate [synvisc-one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection for the first time of strength 48mg/6ml at a dose of 1 df (dosage form) 1x (once) in knee (unknown route, indication). On the unknown date on (B)(6) 2024, after the latency of few days, patient had suspected transmission of infectious agent (suspected transmission of an infectious agent via product). On (B)(6) 2024, (approximately few days: latency) patient knee was very swollen and thick (injection site joint swelling), hot knee with pain (injection site joint pain) (injection site joint warmth). On an unknown date on (B)(6) 2024, (approximately few days: latency, patient underwent puncture pathological (aspiration joint) and was hospitalized for 9 days with 2 times knee irrigation. On an unknown date in 2024, after unknown latency it was reported that synvisc one injection had lack of efficacy (device ineffective) (unknown batch number and expiry for all events). Action taken was not applicable for all events. Corrective treatment: patient had 4 weeks of antibiotics (unspecified) and had 2 times knee irrigation/ puncture for event injection site joint pain, injection site joint warmth, injection site joint swelling and not reported for aspiration joint and suspected transmission of an infectious agent via product. At time of reporting, the outcome was unknown for aspiration joint and recovered on an unknown date in 2024 for rest events. Seriousness criteria: suspected transmission of an infectious agent, hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for suspected transmission of an infectious agent; hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for rest all the events. A product technical complaint (ptc) was initiated on 12-jul-2024 for synvisc (lot/batch number: unknown) with global ptc number: complaint: (B)(4). The ptc stated, based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 22-jul-2024 with summarized conclusion as no assessment possible. Additional information was received from quality department on 22-jul-2024. Ptc details and results were added. Text amended accordingly. Additional information was received on 06-aug-2024 from patient: case updated to serious, seriousness criteria of event injection site joint pain, injection site joint swelling added as hospitalization, as reported term of event injection site joint swelling updated; treatment and event onset added for event injection site joint swelling and injection site joint pain; event of injection site joint warmth ,device ineffective and aspiration joint added; laboratory test added; suspect updated from synvisc to synvisc-one; action taken updated from unknown to not applicable; ce marked updated to yes; text amended based on the information previously received, the event of suspected transmission of infectious agent added. Text amended accordingly. Based on the information previously received, expected side-effects amended from yes to blank in device tab.

Event description:
Suspected transmission of infectious agent [suspected transmission of an infectious agent via a medicinal product], 2x knee irrigation/underwent puncture pathological [arthrocentesis], knee with pain [injection site joint pain] ([device ineffective]), very swollen and thick knee [injection site joint swelling], hot knee [injection site joint warmth]. Case narrative: initial information received on 12-jul-2024 regarding an unsolicited valid non-serious case from a patient, the case became serious on (B)(6) 2024 this case involves an 46-year-old female patient who had knee with pain, swollen, thick and hot knee and underwent 2x knee irrigation/underwent puncture pathological and had suspected transmission of infectious agent while being treated with hylan g-f 20, sodium hyaluronate [synvisc-one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection for the first time of strength 48mg/6ml at a dose of 1 df (dosage form) 1x (once) in knee (unknown route, indication) on the unknown date on (B)(6) 2024, after the latency of few days, patient had suspected transmission of infectious agent (suspected transmission of an infectious agent via product). On (B)(6) 2024 (approximately few days: latency) patient knee was very swollen and thick (injection site joint swelling), hot knee with pain (injection site joint pain) (injection site joint warmth) on an unknown date on (B)(6) 2024 (approximately few days: latency, patient underwent puncture pathological (aspiration joint), and was hospitalized for 9 days with 2 times knee irrigation on an unknown date in 2024, after unknown latency it was reported that synvisc one injection had lack of efficacy (device ineffective) (unknown batch number and expiry for all events). Action taken was not applicable for all events. Corrective treatment: patient had 4 weeks of antibiotics (unspecified) and had 2 times knee irrigation/ puncture for event injection site joint pain, injection site joint warmth, injection site joint swelling and not reported for aspiration joint and suspected transmission of an infectious agent via product. At time of reporting, the outcome was unknown for aspiration joint and recovered on an unknown date in 2024 for rest events. Seriousness criteria: suspected transmission of an infectious agent, hospitalization or prolongation of hospitalization (duration of hospitalization: 9 days) and intervention required for suspected transmission of an infectious agent; hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for rest all the events. A product technical complaint (ptc) was initiated on 12-jul-2024 for synvisc (lot/batch number: unknown) with global ptc number: complaint: (B)(4). The ptc stated, based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 22-jul-2024 with summarized conclusion as no assessment possible. Additional information was received from quality department on 22-jul-2024. Ptc details and results were added. Text amended accordingly. Additional information was received on 06-aug-2024 from patient: case updated to serious, seriousness criteria of event injection site joint pain, injection site joint swelling added as hospitalization, as reported term of event injection site joint swelling updated; treatment and event onset added for event injection site joint swelling and injection site joint pain; event of injection site joint warmth ,device ineffective and aspiration joint added; laboratory test added; suspect updated from synvisc to synvisc-one; action taken updated from unknown to not applicable; ce marked updated to yes; text amended based on the information previously received, the event of suspected transmission of infectious agent added. Text amended accordingly. Based on the information previously received, expected side-effects amended from yes to blank in device tab. Based on the information previously received, the device distribution added with the criteria. Text amended accordingly.

Event description:
Suspected transmission of infectious agent [suspected transmission of an infectious agent via a medicinal product]. 2x knee irrigation/underwent puncture pathological [arthrocentesis]. Knee with pain [injection site joint pain] ([device ineffective]). Very swollen and thick knee [injection site joint swelling]. Hot knee [injection site joint warmth]. Case narrative: initial information received on 12-jul-2024 regarding an unsolicited valid non-serious case from a patient, the case became serious on 06-aug-2024. This case involves an 46 year old female patient who had knee with pain, swollen, thick and hot knee and underwent 2x knee irrigation/underwent puncture pathological and had suspected transmission of infectious agent while being treated with hylan g-f 20, sodium hyaluronate [synvisc-one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection for the first time of strength 48mg/6ml at a dose of 1 df (dosage form) 1x (once) in knee (unknown route, indication). On the unknown date of (B)(6) 2024, after the latency of few days, patient had suspected transmission of infectious agent (suspected transmission of an infectious agent via product). On (B)(6) 2024 (approximately few days: latency) patient knee was very swollen and thick (injection site joint swelling), hot knee with pain (injection site joint pain) (injection site joint warmth). On an unknown date in (B)(6) 2024 (approximately few days: latency, patient underwent puncture pathological (aspiration joint) and was hospitalized for 9 days with 2 times knee irrigation. On an unknown date in 2024, after unknown latency it was reported that synvisc one injection had lack of efficacy (device ineffective) (unknown batch number and expiry for all events) action taken was not applicable for all events. Corrective treatment: patient had 4 weeks of antibiotics (unspecified) and had 2 times knee irrigation/ puncture for event injection site joint pain, injection site joint warmth, injection site joint swelling and not reported for aspiration joint and suspected transmission of an infectious agent via product. At time of reporting, the outcome was unknown for aspiration joint and recovered on an unknown date in 2024 for rest events. Seriousness criteria: suspected transmission of an infectious agent, hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for suspected transmission of an infectious agent; hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for rest all the events. A product technical complaint (ptc) was initiated on 12-jul-2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated, based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 22-jul-2024 with summarized conclusion as no assessment possible. Additional information was received from quality department on 22-jul-2024. Ptc details and results were added. Text amended accordingly. Additional information was received on 06-aug-2024 from patient: case updated to serious, seriousness criteria of event injection site joint pain, injection site joint swelling added as hospitalization, as reported term of event injection site joint swelling updated; treatment and event onset added for event injection site joint swelling and injection site joint pain; event of injection site joint warmth ,device ineffective and aspiration joint added; laboratory test added; suspect updated from synvisc to synvisc-one; action taken updated from unknown to not applicable; ce marked updated to yes; text amended. Based on the information previously received, the event of suspected transmission of infectious agent added. Text amended accordingly.

Event description:
Suspected transmission of infectious agent [suspected transmission of an infectious agent via a medicinal product] . 2x knee irrigation/underwent puncture pathological [arthrocentesis] . Knee with pain [injection site joint pain] ([device ineffective]). Very swollen and thick knee [injection site joint swelling] . Hot knee [injection site joint warmth] case narrative: initial information received on 12-jul-2024 regarding an unsolicited valid non-serious case from a patient, the case became serious on (B)(6) 2024. This case involves an 46 year old female patient who had knee with pain, swollen, thick and hot knee and underwent 2x knee irrigation/underwent puncture pathological and had suspected transmission of infectious agent while being treated with hylan g-f 20, sodium hyaluronate [synvisc-one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection for the first time of strength 48mg/6ml at a dose of 1 df (dosage form) 1x (once) in knee (unknown route, indication). On the unknown date of (B)(6) 2024, after the latency of few days, patient had suspected transmission of infectious agent (suspected transmission of an infectious agent via product) on (B)(6) 2024 (approximately few days: latency) patient knee was very swollen and thick (injection site joint swelling), hot knee with pain (injection site joint pain) (injection site joint warmth) on an unknown date in (B)(6) 2024 (approximately few days: latency, patient underwent puncture pathological (aspiration joint), and was hospitalized for 9 days with 2 times knee irrigation on an unknown date in 2024,after unknown latency it was reported that synvisc one injection had lack of efficacy (device ineffective) (unknown batch number and expiry for all events). Action taken was not applicable for all events. Corrective treatment: patient had 4 weeks of antibiotics (unspecified) and had 2 times knee irrigation/ puncture for event injection site joint pain, injection site joint warmth, injection site joint swelling and not reported for aspiration joint and suspected transmission of an infectious agent via product. At time of reporting, the outcome was unknown for aspiration joint and recovered on an unknown date in 2024 for rest events. Seriousness criteria: suspected transmission of an infectious agent, hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for suspected transmission of an infectious agent; hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for rest all the events. A product technical complaint (ptc) was initiated on 12-jul-2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated, based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 22-jul-2024 with summarized conclusion as no assessment possible. Additional information was received from quality department on 22-jul-2024. Ptc details and results were added. Text amended accordingly. Additional information was received on 06-aug-2024 from patient: case updated to serious, seriousness criteria of event injection site joint pain, injection site joint swelling added as hospitalization, as reported term of event injection site joint swelling updated; treatment and event onset added for event injection site joint swelling and injection site joint pain; event of injection site joint warmth ,device ineffective and aspiration joint added; laboratory test added; suspect updated from synvisc to synvisc-one; action taken updated from unknown to not applicable; ce marked updated to yes; text amended based on the information previously received, the event of suspected transmission of infectious agent added. Text amended accordingly. Based on the information previously received, expected side-effects amended from yes to blank in device tab. Based on the information previously received, the device distribution added with the criteria. Text amended accordingly. Based on the data previously received, section 4.2 (c) and 4.2 (d) and rationale added in mir form. Text amended accordingly.

Event description:
2x knee irrigation/underwent puncture pathological [arthrocentesis] knee with pain [injection site joint pain] ([device ineffective]) very swollen and thick knee [injection site joint swelling] hot knee [injection site joint warmth]. Case narrative: initial information received on 12-jul-2024 regarding an unsolicited valid non-serious case from a patient, the case became serious on 06-aug-2024 this case involves an 46 year old female patient who had knee with pain, swollen, thick and hot knee and underwent 2x knee irrigation/underwent puncture pathological while being treated with hylan g-f 20, sodium hyaluronate [synvisc-one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2024, the patient started taking hylan g-f 20, sodium hyaluronate injection for the first time of strength 48mg/6ml at a dose of 1 df (dosage form) 1x (once) in knee (unknown route, indication) on (B)(6) 2024 (approximately few days: latency) patient knee was very swollen and thick (injection site joint swelling), hot knee with pain (injection site joint pain) (injection site joint warmth) on an unknown date in (B)(6) 2024 (approximately few days: latency, patient underwent puncture pathological (aspiration joint), and was hospitalized for 9 days with 2 times knee irrigation on an unknown date in 2024,after unknown latency it was reported that synvisc one injection had lack of efficacy (device ineffective) (unknown batch number and expiry for all events) action taken was not applicable for all events corrective treatment: patient had 4 weeks of antibiotics (unspecified) and had 2 times knee irrigation/ puncture for event injection site joint pain, injection site joint warmth, injection site joint swelling and not reported for aspiration joint at time of reporting, the outcome was unknown for aspiration joint and recovered on an unknown date in 2024 for rest events seriousness criteria: hospitalization or prolongation of hospitalization (duration of hospitalization:9 days) and intervention required for all events a product technical complaint (ptc) was initiated on 12-jul-2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated, based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 22-jul-2024 with summarized conclusion as no assessment possible. Additional information was received from quality department on 22-jul-2024. Ptc details and results were added. Text amended accordingly. Additional information was received on 06-aug-2024 from patient: case updated to serious, seriousness criteria of event injection site joint pain, injection site joint swelling added as hospitalization, as reported term of event injection site joint swelling updated; treatment and event onset added for event injection site joint swelling and injection site joint pain; event of injection site joint warmth ,device ineffective and aspiration joint added; laboratory test added; suspect updated from synvisc to synvisc-one; action taken updated from unknown to not applicable; ce marked updated to yes; text amended